Event description:
It was reported that the stylet for the newly implanted left ventricular lead was stuck in the lead. The doctor decided to cut the exposed stylet off and leave remaining stylet in the lead and placed the lead into the device. Device remains in use. No patient complications have been reported as a result of this event. It was reported that the stylet for the newly implanted left ventricular lead would not come out of the lead. The doctor decided to cut the exposed stylet off and leave remaining stylet in the lead and placed the lead into the device. It was also reported that the patient had small veins. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received.